Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was a call service 064 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/01/2017 with the following findings: during investigation, the black box and alarm history showed a cs 064 motor alarm. A hard cs 069 alarm was reproduced at power up. The pump was unable to recover from that cs alarm after reboot. The "power" complaint was unable to be adequately investigated. The pump's cover was removed and there was no intermittent condition found to the power printed circuit board. (B)(4).